Event description:
During a CABG x 4 procedure on (B)(6) 2012, pt was closed with 2 zipfix and 5 wires (competitive product). The pt was returned to the operating room on (B)(6) 2012 due to rapid deterioration in condition. Upon opening the pt, it was noted that 1 zipfix was broken, 1 was unlocked, and the 5 sternal wires were either noted as broken or pulled through the pt's bone. The heart was herniated out of the chest, between the halves of the sternum, and was covered by the muscle and skin only. The pt was suffering from massive hemorrhaging and was unable to be revived. Pt remained in the hospital from date of implant to date of the event. The complaint event is still under investigation and a root cause has yet to be determined. This report is #1 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.